Event description:
It was reported that pericardial effusion (pe) and death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. After the procedure, an echocardiogram as performed and a pe was noted. A pericardiocentesis was performed, but without stabilization. The patient was transferred for surgical implant of a cardiac drain. The patient was reported to be stable after the surgery. It was later reported that the patient died 6 days post-procedure from pneumonia.